Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear abrasion and a curved opening on the anterior. A leak test and microscopic analysis were performed which identified a void on the valve side and textured side which is within the specification, an observed void greater than 1-millimeter in the non-textured, valve-to shell-bond area, a sharp opening on the valve bond edge, and fold creases. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the anterior valve bond edge due to an unidentified tear opening. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.